Event description:
We received a report that a female pt was reportedly diagnosed with acanthamoeba keratitis while using complete multipurpose solution easy rub formula. She experienced 2-3 events of 'pink eye' symptoms, which she thought might be 'allergies'. She did not see a doctor for treatment of these symptoms. About (B)(6) 2011 she was diagnosed with acanthamoeba keratitis in her right eye (means of diagnosis not provided). She is taking 'acanthamoeba medicine', the names of which could not be provided. She had visited a water park while wearing lenses.

Manufacturer narrative:
(B)(4) 'allergies'. Retained product analysis and batch record review are in process. All pt info available to amo has been submitted. Should new info become available that changes the facts and/or conclusion of this report, a supplemental report will be submitted.